Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the stylet still in the lead. Visual inspection noted that the insulation was abraded to the distal high voltage lumen and the distal high voltage cable was complete abraded through 18-19 cm from the terminal end. The damage was consistent with lead-on-lead abrasion.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead oversensed noise resulting in an inappropriate shock and syncope. The pacing impedances were greater than 2,500 ohms and the shock impedances were greater than 200 ohms. The lead was explanted due to lead fracture.